Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned in two segments. External insulation abrasion of the empty lumen was found at 7.4 cm- 7.8cm from the distal tip consistent with lead friction to another feature of the heart.

Event description:
It was reported that the patient presented to the office for routine follow-up. Increased rv pacing lead impedance and thresholds were noted. The lead was explanted.